Manufacturer narrative:
Concomitant medical products: 419588 lead implanted (B)(6) 2014; 694765 lead implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to a pocket infection. Cultures were taken and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.